Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: imdrf annex code b21, c21, d16 are applicable for this product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the console is displaying a pi fault. User reported that the pi fuses had already been replaced. Will not connect wirelessly or wired. Ac power was removed from console for 2 minutes and dock pi. Ts then had user to power unit back on and proceed to setup to check pi status. Pi fault message remained. Sw version present was 1.6.4. No patient involved.

Event description:
Additional information received stating that the event occurred during pre-op and another pi was connected and it worked.

Manufacturer narrative:
H6: previously added imdrf annex codes d16 is no longer valid. D20 is applicable for the main product. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) , ubd: , UDI#(B)(4). H3: analysis verified 'error code message.' Unit presented with sw:(v1.6.4), missing spare fuses, a broken enclosure standoff, and a loose ribbon cable. H6: previously added imdrf annex codes b21, c21, d16 are no longer valid for this product. B01, c07, c070603, d02, d1102 , g0201202, g04070, g02004 are applicable for this product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.